Event description:
It was reported that approximately 3 months post procedure the patient suffered a stroke that resulted in left hand paresthaesia after stopping medication. The event resolved without sequelae. The patients medical condition was good. There were no clinical consequences to the patient. Correction for previous executive summary: it was reported in the clinical trial that approximately three months post procedure the patient suffered left hand paresthesia after the patient stopped taking the prescribed medication. Index procedure and pre-existing conditions that may have contributed to this event were stated as unrelated. Site had previously concluded that there was no stroke or neurological event but cec adjudication on (B)(6) 2020 concluded that the patient had neurological event at the anterior circulation and the duration of the longest deficit was >24horus however MRI imaging shows that there is not infarct. The patient was given medication and the event was resolved, without sequelae.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. H3 other text: device remains implanted in patient.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that approximately 3 months post procedure the patient suffered a stroke that resulted in left hand paresthaesia after stopping medication. The event resolved without sequelae. The patients medical condition was good. There were no clinical consequences to the patient.